Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Caller states last month they had an incident where they felt the stimulation increase unprompted. The pt states they checked their controller, and their stim had turned up to somewhere around 7ma by itself--pt states they did not turn their stim up that high. [See 608958922 for recharger replacement].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the circumstances that led to the stimulation increasing unprompted is unknown. Pt changed the settings on the device and made an appointment with a manufacturer representative (rep). Pt met with rep and it hasn't occurred since. The issue has been resolved.